Event description:
A 215mm of the protégé everflex delivery catheter became separated from delivery system after successful deployment of the 200 mm stent. After successfully deploying a 100mm stent distal to the 200mm stent in the sfa/pop, the physician stated that there were marker bands remaining in stent. The physician was able to successfully snare the catheter.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.